Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to address the issue, when they changed the settings to have less sensitivity. In the system operator¿s manual: ¿the continuous irrigation auto suspend sensitivity is discussed. It explains that ¿the continuous irrigation auto suspend feature is used to automatically turn continuous irrigation ¿off¿ when the handpiece is removed from the eye. The threshold value ranges from 0 (off) to 10 (max). The threshold is used to customize the performance to the particular surgical environment such as tip/sleeve combination and height of instrument tray.¿ based on the customers report and the information from the system operator¿s manual, the system functioned as intended. The cause of the reported irrigation sensitivity can be attributed to the customer¿s selection of maximum sensitivity for the continuous irrigation auto suspend sensitivity option. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system cut off irrigation during a surgery. Patient impact is unknown. Additional information has been requested but none has been received.